Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a trial lead procedure, lead stylet was stuck in the patient. The stylet was retracted as much as possible however was unsuccessful. The stylet was cut as a result to resolve the issue. There were no complications during the procedure. Patient was stable.